Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. After successful use of the device, the pump was removed. At this time, a thrombus was found adhered to the device. An aspiration procedure was required the patient.